Event description:
From staff: mynx closure device misfired during deployment. Hematoma formed while trying to determine the malfunction. Surgeon held pressure instead and pt now has to remain flat for 6hrs instead of 2. Pressure dressing applied prior to transfer to pacu [post anesthesia recovery unit]. Team leader informed about device. From operative report: a mynx device was deployed with pressure held for 20 minutes and protamine was given to the patient to reverse all systemic heparin had been given. A hematoma was noted after everything was removed from the groin and a pressure dressing was placed which will remain for 4 hours.